Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that extractor asnis iii screws ø6.5/8.0mm large ao fitting was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. It has been confirmed that the extractor is broken nevertheless it has been seen that the instrument has been used multiple times. The signs of use over the extractor surface, the decoloration and finally the corrosion stains all over the breakage surface, confirm that due to aging and fatigue the instrument broke. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During the case surgeon was trying to remove an asnis 6.5 cannulated screw. Upon inserting the extractor he attempted to remove the screw when the tip of the extractor broke off. We then used the regular screwdriver blade to remove the screw.

Event description:
During the case surgeon was trying to remove an asnis 6.5 cannulated screw. Upon inserting the extractor, he attempted to remove the screw when the tip of the extractor broke off. We then used the regular screwdriver blade to remove the screw.